Event description:
A nurse reported that the surgical team requested a bovie pad, that was intended for a one to six pound pt, be placed on a pt, weighing almost eight pounds. There was no harm to the pt, but when questioned about the use of the pad, the physician stated that the bovie pad recommended by the MFR is too big and had a clip connector that causes undue pressure on the pt's skin. The pad also wraps around the whole trunk and has the potential to trap the prep solutions as well as interfere with the surgery. Surgery time was not delayed. The surgery team was properly oriented on the use of the device. This is the first incident report received about the size of the bovie pad, but apparently the surgeons have adopted the use of the smaller pad due to the problems with the larger pads. The MFR's rep has been made aware of this problem.